Manufacturer narrative:
(B)(4).

Event description:
The pt missed their pump refill; the low reservoir alarm date was (B)(6) 2011. The pt was experiencing symptoms of underdose; the pt had increased baseline spasticity. The pt was admitted to the hospital. The pt's status was "undetermined." The device system was used to deliver baclofen. Additional info has been requested. A follow-up report will be sent if additional info becomes available.